Event description:
It was reported to target that during a thrombolysis at the middle cerebral artery, while the physician was forwarding the system, a transend guidewire perforated the micro-catheter. This event did not cause any harm to the pt, who was reported in good condition after the procedure.